Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during the use of an emboguard 87, 95 cm (bg8795u, 0000153925), the balloon was used radial without a sheath. Aortic arch had severe plaque/athero. The physician went from radial to femoral approach and we noticed the distal tip of the catheter was bent. We asked the technician to blow up the balloon and noticed the balloon had a leak. The balloon was set aside and will be returned for analysis. A new balloon guide catheter was opened to complete the case without issue. There was no patient injury reported. Additional information received indicated that the balloon was inflated using a 1 ml with syringe 3 way stopcock. The leak was noticed once it was removed from the patient. It is unknown if there was air being injected into the patient due to the leakage. The target vessel/site being treated? Was the internal carotid artery (ica). The procedure was delayed by 10 minutes due to the event. The initial examination of the returned emboguard device identified kinking of the shaft in the balloon region at approximately 7mm from the distal tip. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned emboguard device could not be inflated due to a pin-hole leak in the balloon. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen at the location of the kink as the ball gauge could not be advanced past this point without resistance. A kink was created on a sample emboguard unit to determine if the pinhole occurred as a result of the kink. The sample unit balloon inflated/deflated successfully in a straight configuration and in an atomical model post kinking, showing that the pin-hole leak was not caused by the kink. The complaint event description reported that the bgc was delivered without an introducer sheath via the radial artery and as the anatomically representative model does not contain appropriate representation of a patient¿s vessel to simulate sheathless insertion, a benchtop event recreation was not possible. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned emboguard device shows visible damage (kink) at 7mm from the tip and a pin-hole leak on the balloon, thus confirming the complaint event. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, the kink present prevented the ball gauge from advancing though the entire bgc main lumen. The IFU recommends that the emboguard bgc should be inserted into the selected vessel via an introducer sheath as it acts as a conduit for the bgc and helps prevent damage to the device. The complaint event description reported that the device was delivered without an introducer sheath via the radial artery and that severe plaque was present in the aortic arch. Recreation of this event could not be attempted as sheathless insertion and the interaction between the emboguard bgc and the plaque cannot be simulated in the anatomically representative model used for benchtop testing. Recreation of a kink in the balloon region on a sample unit showed that the pin-hole leak was not caused by the kink. Visual inspection of the returned complaint unit confirmed the device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The complaint report did not detail any issue with balloon inflation/deflation during device preparation prior to insertion, therefore it is possible that the presence of severe plaque in the aortic arch may have impacted the integrity of the balloon. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that the balloon was inflated using a 1 ml with syringe 3-way stopcock. The leak was noticed once it was removed from the patient. It is unknown if there was air being injected into the patient due to the leakage. The target vessel/site being treated? Was the internal carotid artery (ica). The procedure was delayed by 10 minutes due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Device manufacture date: not available at the time of report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the use of a emboguard 87, 95 cm (bg8795u, 0000153925), the balloon was used radial without a sheath. Aortic arch had severe plaque/athero. The physician went from radial to femoral approach and we noticed the distal tip of the catheter was bent. We asked the technician to blow up the balloon and noticed the balloon had a leak. The balloon was set aside and will be returned for analysis. A new balloon guide catheter was opened to complete the case without issue. There was no patient injury reported.